Event description:
It was reported that the bd microfine plus¿ pen injector needle did not detach properly upon disposal. There was no report of patient impact. The following information was provided by the initial reporter: the pen needle was not detached from the pen and didn't drop into the waste container as intended.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.